Event description:
As reported by an edwards lifesciences affiliate, it was observed the distal marker separated from the sheath when the delivery system was removed. The distal marker was out of the patients body when observed to be separated. No patient complications. There was no unusual calcium, tortuosity, or withdrawal forces.

Manufacturer narrative:
Investigation is underway. H3 other text : not returned.

Manufacturer narrative:
Additional information: b5, h6, h10 the device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis.imagery was provided and the following was noted: patient 3mensio imagery shows vessel tortuosity and calcification present within the access vessels. Device related photo shows the c-marker band separated from the sheath shaft.the reported event was confirmed based on provided imagery of the device after use. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, the distal marker separated from the sheath when the delivery system was removed. No patient complications. There was no unusual calcium, tortuosity, or withdrawal forces. Provided patient imagery shows the access vessel with the presence of calcification and tortuosity. Tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the delivery system to catch onto the sheath distal tip during removal and contribute to the marker band separation.however, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per follow up information with the fcs and a photo that was provided, while the distal marker separated from the esheath, it was confirmed the distal marker was safely removed from the patient at the time the esheath was withdrawn.